Event description:
Surgeon performing the first of two bilateral site vats (video assisted thorascopic surgery) sympathectomy. The first of three endo peanuts was used without incident. A second endo peanut was used and when pulled out of the plastic trocar, it was noted by scrub nurse that the endo peanut was missing from the handle. She notified the staff, surgeon and all who were at the field of this incident. She, along with trainee and circulating nurse, started looking on the floor, trash receptacle, and under or bed. It could not be located. The surgeon looked as well. He started doing the left side vats sympathectomy. He had stated a chest x-ray would be done on this patient if the endo peanut could not be located. Finally done with both sides, a chest x-ray was performed on the patient. It was suspected to be seen on the film. Also, consulting radiologist stated that he saw a round object near the chest tube; which was a positive finding. The surgeon performed a re-incision on the patient and was able to locate the small endo peanut that had somehow come off of the handle it was adhered to. Endo peanut was removed. Nurse removed all of the endo peanuts that were of the same lot number. A second chest x-ray was ordered by surgeon and the consulting radiologist confirmed a negative finding.